Event description:
It was reported by customer that during routine check the cs100 intra-aortic balloon pump (iabp) had power up failure. Unit was not switching on mains supply. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e.1. (Event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation finding, component codes, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the machine. The fse was able to reproduce the problem prior to replacing the parts. The fse replaced the pwr sply/chrgr w/o ext dc inpt (0014-00-0033-05). Post part replacement the fse performed all functional tests handed to customer in good working condition.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- e1 event site email.